Event description:
It has been reported to us that during the atrioseptostomy procedure, the balloon deflated unexpectedly. The physician inserted the balloon catheter into the patient. The physician advanced the device into the vessel. The physician inflated the balloon catheter. The physician then pulled the balloon catheter in the direction of the right atrium and keeping the balloon inflated for the purpose of atrioseptostomy, however, the balloon deflated unexpectedly during the attempt to perform the atrioseptostomy. The device was removed and replaced with another to complete the case.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.